Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed. A field service engineer (fse) found that the main drawer 4 full height enhanced drawer was showing a failed to close error and identified that the inseparable magnet was missing. The fse replaced the inseparable successfully. It was also found that the inseparable magnet on main drawer 5 full height enhanced drawer was missing and it was replaced. The fse tested the drawers in the hardware test application (hta) successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user stated that around 8:45 pm the previous night, a failed drawer was reported in the ER department. Initial troubleshooting could not be performed remotely via facetime. The user then arrived onsite with their director and conducted further troubleshooting, including removed the back panel, manually released the drawer, and checked for any obstructions. Despite approximately 20 minutes of attempt including manual manipulation and system restart the drawer remained in a failed state. As a workaround, medications were double loaded into another drawer/station. The issue resulted in minimal impact to patient care, with an estimated delay of about one hour from arrival to completion of medication reloading. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.